Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, before the results of the culture tests were received, the patient started treatment with injections of refline and fortum (each at 500mg every four hours in each bag). Three days later, after the results of a culture test, the patient was prescribed injections of cilanem (250mg, once a day, route not reported). On the same day, the treatment with reflin and fortum was discontinued. The dianeal therapy remained ongoing. At the time of this report, the patient was still in the hospital, but they were recovering from the peritonitis. No additional information is available.